Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to bend in the shaft. No fracture was seen in the shaft material of the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend remains unknown.

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
During an atrioventricular nodal reentrant procedure, the catheter was removed after several unsuccessful attempts to cannulate the coronary sinus and a fractured tip was noted. Additionally, the catheter did not steer as expected. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.